Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify led anomaly due to blank display. Unit received with corroded battery tube and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had liquid crystal display anomaly. The customer¿s blood glucose was 9.9 mmol/l. It was reported that the customer was swimming with insulin pump, after that the liquid crystal display has two large stripes. The customer reported that insulin pump was otherwise working as per normal. The insulin pump will be returned for analysis.